Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test. No prime anomalies were noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he experienced hypoglycemia on (B)(6) 2018 to (B)(6) 2018. The customer reported that he was admitted to emergency room and received emergency medical assistance on saturday, (B)(6) 2018 at 10:30 am with low blood glucose levels of 2.2 mmol/l. The customer stated that prior to the hospitalization, his blood glucose level was 7.2 mmol/l and then it was 3.3 mmol/l. The customer stated that he ate chocolate bar to increase his blood glucose. It was reported that the customer that the insulin pump was over delivering. It was reported that the customer was wearing the insulin pump at the time of hospitalization. It was reported that the customer was treated at the hospital and his blood glucose levels was stabilized. The customer blood glucose level after the treatment was 9.0 mmol/l. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced. Additional device related incidents: reservoir (308441626); infusion set (308445986)